Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. G4. PMA/ 510(k): corrected. Investigation summary: the product has not returned to j&j medtech orthopaedics, however a photo was provided for review. The photo investigation revealed that ultra aggressive plus 4.0mm 5pk appears to have the lubricant at the tip in compliance with the device specifications. No other anomalies could be observed. According with the manufacturer procedure; the unit present grease in the tip, because is part of the manufacturing process, the unit have two application of grease, one is in the inner tube and then assembled in the outer tube, then the second application of grease is in the tip. The product per requirements need to have grease inside the tip. The overall complaint was unconfirmed as the observed condition of the ultra aggressive plus 4.0mm 5pk would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that a white deposit appeared on the edge of the ultra aggressive plus 4.0mm device. The distributor thought that it was the lubricant that sheathed the inner knife liner but the surgeon noticed the issue several times including one where there was a thicker debris. There was no procedure nor patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the events were unknown. No additional information was provided.